Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a narrow, distal left circumflex artery, which had moderate calcification. A 2.5x23 mm rx xience v stent delivery system was advanced and the stent was deployed; however, a dissection in the distal part of the stent was noted post-procedure and was reportedly due to calcification in the lesion. A new 2.25x18mm xience v stent was successfully deployed to treat the dissection. No other device or procedural issues were noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.